Manufacturer narrative:
Additional information received reported that there was no vitrectomy or capsular tear. The patient is doing fine when discharged and the replacement lens was a pcb00 17.0 diopter. Device evaluation: product testing could not be performed since the product was not returned for evaluation. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the second haptic did not come out of cartridge right, and the intraocular lens had to be removed and replaced. The incision was enlarged. There was no injury to the patient. No additional information was provided to abbott medical optics.